Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 53 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer was unable to push insulin through the tubing. The customer changed the infusion set and attempted to prime again but insulin did not exit the tubing. The customer declined further troubleshooting; she stated that she will attempt to resolve the issue in the morning. No products were shipped or returned.